Event description:
Patient presented to the physician with pain at the third incision, where the sensing lead is located. Physician brought the patient into the or, removed the sensing lead, implanted a newer ipg model, which does not require a sensing lead, sutured, and closed.